Event description:
A malfunction was reported by the customer with error code 16-0x20e6. There was no reported impact to the customer's blood glucose level. The customer is awaiting the pump's return for further inspection, and a replacement pump with a new serial number has been provided.